Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 50-55 mg/dl. The customer was assisted with drinking soda to address the low bg as he was too weak. The customer reported that the basal rate setting was too high and was working on adjusting the basal rate setting with a healthcare provider.